Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that patient developed a skin irritation and swelling while wearing the pod between 49 and 71 hours on the arm. The patient's blood glucose levels reached 300 mg/dl. The patient contacted their physician and was prescribed a cream named voltaren. Hyperglycemia treated with a new pod.